Event description:
Hbgs and a display anomaly. Troubleshooting was done and the customer was advised that a replacement will be sent. In addition, a pump specialist will contact customer for additional training. The customer was advised to continue with back up plan per md protocol. A few days later. The customer called back to report that they were hospitalized due to not being able to stabilize bgs with back up plan of manual injections. At the time of the call, the customer refused to do further troubleshooting.